Event description:
Info received indicates the unit was used successfully throughout the case without incident. Upen removal of the cannula the distal tip was noted to be compromised with part of the tip found almost detached from the unit. No patient event reported.